Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following. This tubing was connected to pt. Nurse administering an IV push drug thru side port and tubing completely came apart. Nurse did not keep packaging. This is the 2nd time this happened recently.